Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse determined the cause of the discordant troponin I result was due to a malfunction of the vacuum system, which was repaired. The system is performing within specification. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp troponin I (tni) result was obtained for a follow-up patient with normal tni on the previous day. The same serum was rerun on another instrument. The second result was in the reference range and was reported to physicians. There are no reports of patient intervention or adverse health consequences due to the discordant troponin I result.